Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The account reported that the patient had experienced low flow alarms; however, this could not be confirmed as no log files were returned for evaluation, and a specific cause for these events could not be conclusively determined. Additionally, a specific cause for the patient¿s infection could not be conclusively determined. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. C, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding and infection (local, driveline, and pump pocket), that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Furthermore, section 5 of the patient handbook, ¿alarms and troubleshooting¿, provides information on all system alarms and the actions associated to resolve the alarms. A section on ¿handling emergencies¿ is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to clinic on (B)(6) 2021 with complaints of melena for 1-2 days beforehand. The patient was experiencing dizziness and low flow alarms. The patient was admitted and transfused with one unit of packed red blood cells (prbcs). On (B)(6) 2021 the patient had subacute bacterial endocarditis (sbe), 6 arteriovenous malformations that were treated with argon plasma coagulation (apc). The patient received 3 additional prbcs during their admission. The patient was discharged on (B)(6) 2021 with a plan to hold acetylsalicylic acid (aspirin) until (B)(6) 2021. The patient's international normalized ratio (inr) remained unchanged at 2.3. The patient was also started on proton-pump inhibitors (ppi) twice daily for 8 weeks.